Event description:
It was reported that balloon detachment occurred requiring additional intervention. This 3.0mm x 120mm x 150cm sterling sl balloon was selected for use during a tibial angioplasty procedure of a heavily calcified artery. After using the sterling device, the distal portion of the balloon and catheter detached while attempting to remove the device, as was visualized via angiography. A snare and pedal access were utilized to successfully remove the distal segment from the patient. The procedure lasted longer than expected as a result of this. There were no patient complications due to this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve product status and additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Investigation results: device analysis findings: upon receipt at our post market quality assurance laboratory, this sterling device was returned incomplete; only the shaft was returned. The outer shaft, inner shaft, and balloon were visually and microscopically examined. Visual examination revealed that there was a break along the shaft. The returned device measure at 138cm. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Conclusion: based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as cause linked to device but unable to trace more specifically.

Event description:
It was reported that balloon detachment occurred requiring additional intervention. This 3.0mm x 120mm x 150cm sterling sl balloon was selected for use during a tibial angioplasty procedure of a heavily calcified artery. After using the sterling device, the distal portion of the balloon and catheter detached while attempting to remove the device, as was visualized via angiography. A snare and pedal access were utilized to successfully remove the distal segment from the patient. The procedure lasted longer than expected as a result of this. There were no patient complications due to this event. It was further reported that the target lesion was located in the femoral-popliteal artery. A sterling balloon was returned for analysis. The device was returned incomplete; only the shaft was returned. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed that there was a break along the shaft. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Updated fields: b5 - describe event or problem e1 - initial reporter first name and initial reporter email a sterling balloon was returned for analysis. The device was returned incomplete; only the shaft was returned. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed that there was a break along the shaft. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon detachment occurred requiring additional intervention. This 3.0mm x 120mm x 150cm sterling sl balloon was selected for use during a tibial angioplasty procedure of a heavily calcified artery. After using the sterling device, the distal portion of the balloon and catheter detached while attempting to remove the device, as was visualized via angiography. A snare and pedal access were utilized to successfully remove the distal segment from the patient. The procedure lasted longer than expected as a result of this. There were no patient complications due to this event. It was further reported that the target lesion was located in the femoral-popliteal artery.